Event description:
Per physician's report: an " 8 fr angioseal was deployed for hemostasis to right femoral artery, but it did not deploy properly and manual pressure was applied for 30 minutes."======================manufacturer response for 8f angio-seal, 8f angio-seal vascular closure device (per site reporter): st. Jude sales rep advised of failure, all 8f angio seal devices removed from shelf.